Event description:
It was reported that the physician was implanting a helex septal occluder to close an asd (atrial septal defect) in 2009. While forming the right disc, the patient had an av heart block which lasted for about 30 seconds. Once it subsided, the physician locked the device in the defect. Following the implant, the patient had a 2:1 av heart block that did not resolve. The patient was put on steroids. The device was left in place and the patient continued to have a 2:1 av heart block after 48 hours. In 2009, the physician explanted the helex occluder and surgically repaired the asd. The patient was doing well following the surgery.

Manufacturer narrative:
The lot# is unk and the explanted device was not returned to the manufacturer. Results - a review of the lot history could not be conducted because, the lot # remains unk. Blank fields present on this form include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.